Event description:
It was reported that every time the patient turned stimulation on they had a pulling on the left side of their body, their head started shaking, and their left arm went crazy. The patient had been shaking worse with the implantable neurostimulator (ins) on than with the ins off. When the ins was turned on the patient felt like electricity was running through their body and they had to turn the ins off to get it to stop. The issue started about a week prior to this report and they had not had any falls or trauma. The patient programmer showed the ins was on and okay. The patient had been to the emergency room previously. An appointment with the patient¿s healthcare professional (hcp) was scheduled for next wednesday. The patient reported a few days later that they could not move without shaking since previous night or the following morning. The patient met with their hcp for adjustments yesterday. The patient stated the hcp thought something was wrong with the ins and that it may be bad. The patient was shaking yesterday, but not as bad today. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0jfw2, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0jfw2, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).